Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("two small essure device fragments, one in each horn") and device dislocation ("slight displacement of the left essure device (left essure not obstructive)") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("left tube non obstructive" on (B)(6) 2016). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criteria hospitalisation and intervention required), device dislocation (seriousness criterion intervention required), pelvic pain ("pelvic pain female"), abdominal pain lower ("abdominal pain in the left iliac fossa"), abdominal distension ("abdominal bloating"), back pain ("low back pain"), adenomyosis ("adenomyosis"), vulvovaginal pruritus ("vaginal pruritis"), vaginal discharge ("leucorrhoea"), fungal infection ("mycosis"), vulvovaginal mycotic infection ("fungal vaginitis") and swelling ("swelling"). The patient was hospitalised from (B)(6) 2017 to (B)(6) 2017. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016, simple laparoscopic hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the outcomes for device breakage, device dislocation, pelvic pain, abdominal pain lower, abdominal distension, back pain, adenomyosis, vulvovaginal pruritus, vaginal discharge, vulvovaginal mycotic infection and swelling were unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, back pain, device breakage, device dislocation, fungal infection, pelvic pain, swelling, vaginal discharge, vulvovaginal mycotic infection and vulvovaginal pruritus to be related to essure administration. The reporter commented: the insertion was carried out without incidents and the patient was discharged with an appointment for a control ultrasound three months later. On (B)(6), she underwent a control hysterosalpingectomy which revealed an obstruction of the right tube, with a non-obstructive left essure. For this reason, on (B)(6) 2016, she was on the waitlist for surgery to undergo a salpingectomy. The patient came in on (B)(6) 2016 for the scheduled laparoscopic bilateral salpingectomy, with good progression. She presented no symptoms so she was discharged that same day. Essure extraction on both sides. On (B)(6) 2017, she came in to the contraception department for a salpingectomy check-up, the patient presented no symptoms. The pathological report revealed patent tubes, with no histologic alterations. The patient continued to report low back pain and abdominal bloating, reason for which she wanted a hysterectomy. The patient came in on (B)(6) 2017 for simple laparoscopic hysterectomy which was conducted the following day without incidents. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2016: true test negative for nickel sensitization. [Hysterosalpingogram] on (B)(6) 2016: revealed an obstruction of the right tube, with a non-obstructive left essure. [Ultrasound scan] on (B)(6) 2016: slight displacement of the left essure device towards the tube, on (B)(6) 2017: essure device remnants in the uterine horns. [X-ray] on (B)(6) 2017: showed two metallic punctiform images in the lower pelvis, which were associated with two small essure device fragments, one in each horn. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("slight displacement of the left essure device (left essure not obstructive)") and device breakage ("two small essure device fragments, one in each horn") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("left tube non obstructive" on (B)(6) 2016). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced device dislocation (seriousness criterion intervention required), device breakage (seriousness criteria hospitalisation and intervention required), pelvic pain ("pelvic pain female"), abdominal pain lower ("abdominal pain in the left iliac fossa"), abdominal distension ("abdominal bloating"), back pain ("low back pain"), adenomyosis ("adenomyosis"), vulvovaginal pruritus ("vaginal pruritis"), vaginal discharge ("leucorrhoea"), fungal infection ("mycosis"), vulvovaginal mycotic infection ("fungal vaginitis") and swelling ("swelling"). The patient was hospitalised from (B)(6) 2017 to (B)(6) 2017. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016 and simple laparoscopic hysterectomy on (B)(6) 2017). At the time of the report, the outcomes for device dislocation, device breakage, pelvic pain, abdominal pain lower, abdominal distension, back pain, adenomyosis, vulvovaginal pruritus, vaginal discharge, vulvovaginal mycotic infection and swelling were unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, back pain, device breakage, device dislocation, fungal infection, pelvic pain, swelling, vaginal discharge, vulvovaginal mycotic infection and vulvovaginal pruritus to be related to essure administration. The reporter commented: the insertion was carried out without incidents and the patient was discharged with an appointment for a control ultrasound three months later. On (B)(6) she underwent a control hysterosalpingectomy which revealed an obstruction of the right tube, with a non-obstructive left essure. For this reason, on (B)(6) 2016, she was waitlisted for surgery to undergo a salpingectomy. The patient came in on (B)(6) 2016 for the scheduled laparoscopic bilateral salpingectomy, with good progression. She presented no symptoms so she was discharged that same day. [...] Essure extraction on both sides. On (B)(6) 2017, she came in to the contraception department for a salpingectomy check-up, the patient presented no symptoms. The pathological report revealed patent tubes, with no histologic alterations. The patient continued to report low back pain and abdominal bloating, reason for which she wanted a hysterectomy. [...] The patient came in on (B)(6) 2017 for simple laparoscopic hysterectomy which was conducted the following day without incidents. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2016: true test negative for nickel sensitization. [Hysterosalpingogram] on (B)(6) 2016: revealed an obstruction of the right tube, with a non-obstructive left essure. [Ultrasound scan] on (B)(6) 2016: slight displacement of the left essure device towards the tube, on (B)(6) 2017: essure device remnants in the uterine horns. [X-ray] on (B)(6) 2017: showed two metallic punctiform images in the lower pelvis, which were associated with two small essure device fragments, one in each horn. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review this case was found to be duplicate of case (B)(4). Therefore needs to be deleted from argus database. All source documents, references, events reporters are transferred to retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("two small essure device fragments, one in each horn") and device dislocation ("slight displacement of the left essure device (left essure not obstructive)") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("left tube non obstructive" on (B)(6) 2016). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced device breakage (seriousness criteria hospitalisation and intervention required), device dislocation (seriousness criterion intervention required), pelvic pain ("pelvic pain female"), abdominal pain lower ("abdominal pain in the left iliac fossa"), abdominal distension ("abdominal bloating"), back pain ("low back pain"), adenomyosis ("adenomyosis"), vulvovaginal pruritus ("vaginal pruritis"), vaginal discharge ("leucorrhoea"), fungal infection ("mycosis"), vulvovaginal mycotic infection ("fungal vaginitis") and swelling ("swelling"). The patient was hospitalised from (B)(6) 2017. The patient was treated with surgery (simple laparoscopic hysterectomy on (B)(6) 2017 and bilateral salpingectomy on (B)(6) 2016). At the time of the report, the outcomes for device breakage, device dislocation, pelvic pain, abdominal pain lower, abdominal distension, back pain, adenomyosis, vulvovaginal pruritus, vaginal discharge, vulvovaginal mycotic infection and swelling were unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, back pain, device breakage, device dislocation, fungal infection, pelvic pain, swelling, vaginal discharge, vulvovaginal mycotic infection and vulvovaginal pruritus to be related to essure administration. The reporter commented: the insertion was carried out without incidents and the patient was discharged with an appointment for a control ultrasound three months later. On (B)(6) she underwent a control hysterosalpingectomy which revealed an obstruction of the right tube, with a non-obstructive left essure. For this reason, on (B)(6) 2016, she was waitlisted for surgery to undergo a salpingectomy. The patient came in on (B)(6) 2016 for the scheduled laparoscopic bilateral salpingectomy, with good progression. She presented no symptoms so she was discharged that same day. [...] Essure extraction on both sides. On (B)(6) 2017, she came in to the contraception department for a salpingectomy check-up, the patient presented no symptoms. The pathological report revealed patent tubes, with no histologic alterations. The patient continued to report low back pain and abdominal bloating, reason for which she wanted a hysterectomy. [...] The patient came in on (B)(6) 2017 for simple laparoscopic hysterectomy which was conducted the following day without incidents. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2016: true test negative for nickel sensitization [hysterosalpingogram] on (B)(6) 2016: revealed an obstruction of the right tube, with a non-obstructive left essure [ultrasound scan] on (B)(6) 2016: slight displacement of the left essure device towards the tube,; on (B)(6) 2017: essure device remnants in the uterine horns, [x-ray] on (B)(6) 2017: showed two metallic punctiform images in the lower pelvis, which were associated with two small essure device fragments, one in each horn . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.